Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received two needle-suture pieces along with one empty labeled winding former that pertain to product code 8556h. The product code is double armed. In order to evaluate the conditions of the returned sample, the suture pieces were observed with the extremes cut. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and per returned conditions of the sample, no functional test was performed. In addition, an unknown foreign matter was noted on one needle. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received, one opened box with five unopened samples that pertain to the product code 8556h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report: 2210968-2023-05597 & 2210968-2023-06522 product complaint # (B)(4). Date sent to the FDA: 9/8/2023. Corrected information: b5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular on (B)(6) 2023 and suture was used. During the procedure, the suture was broken during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: additional info about 8556h. (The complaint was that the suture was broken during use.) Qty of product involved : 2 => 1 qty to be returned : 11 => 10. The following is an additional product. Product code : 8556h the needle was detached from the suture. It was not a control release needle. Lot number : skbezl qty of product involved : 1 qty to be returned : 1 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cardiovascular on (B)(6) 2023 and suture was used. During the procedure, the suture was broken during use. No adverse patient consequences were reported. Additional information was requested.